Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not operating on alternating current (ac) power; it only worked on battery power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was not operating on alternating current (ac) power; it only worked on battery power. The customer swapped in a known good power supply, which resolved the issue. The remote service engineer (rse) discussed the difference between a first-generation power supply versus second-generation power supply with the customer, advised the customer to use the first-generation power supply, and provided the customer with the part number and price of the replacement power supply for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 21aug2025, 07sep2025, and 16sep2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.